Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 1. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, but the issue persisted, necessitating a replacement pump. While no backup therapy was available, and the caller planned to consult a healthcare provider, the customer was informed that they would receive a pump with updated software. Instructions were given for the return process of the malfunctioning pump, and the customer acknowledged the need to connect their continuous glucose monitor and program settings into the replacement pump.